Event description:
A caller from the hospital reported about a customer who received unspecified higher readings on the adc freestyle libre sensor when compared to capillary readings obtained on an unspecified adc meter. No symptoms were reported. Customer was treated with glucagon injection by parents. No further information was provided. There was no report of death or permanent injury associated with this even.

Manufacturer narrative:
Sensor 0m00067frpw has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller from the hospital reported about a customer who received unspecified higher readings on the adc freestyle libre sensor when compared to capillary readings obtained on an unspecified adc meter. No symptoms were reported. Customer was treated with glucagon injection by parents. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller from the hospital reported about a customer who received unspecified higher readings on the adc freestyle libre sensor when compared to capillary readings obtained on an unspecified adc meter. No symptoms were reported. Customer was treated with glucagon injection by parents. No further information was provided. There was no report of death or permanent injury associated with this event.